Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty driver displacement indicator and was able to reproduce the reported issue. The start/stop switch does not toggle with changes. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the start/stop switch on this unit is not working. The unit responds when starting oscillations but not when stopping oscillations. This issue did not occur on a patient.